Event description:
The malyugin ring has 4 scrolls (eylets) that hook onto iris. During the case the surgeon reported an eyelet was previously fused, would not engage and bent toward the center. After several attempts of trying to engage, it was removed and replaced by another malyugin ring. After the case, the eylet was found defective. Corneal edema caused by disrupting endo and descemets was reported. Steroids were prescribed to treat the patient. Full patient recovery reported.